Event description:
I learned today that my phillips dreamstation CPAP machine has been recalled. I heard about it on tv from a lawyer advertisement. No one from phillips had contacted me nor anyone from (B)(6) home health which is my provider. I have been having headaches, dizziness, and heaviness in my chest and these are symptoms that are listed on the recall. I have been breathing toxic and carcinogenic compounds from this machine for months. I contacted my sleep apnea dr and was told to stop using this machine immediately. FDA safety report ID # (B)(4).